Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement or negligible movement and retries to free a stuck motor failed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that insulin pump went blank. Customer stated that displacement verification test was failed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.